Manufacturer narrative:
(B)(4). The customer complaint cannot be confirmed because the product sample is not available to perform a proper investigation and to determine the root cause. No additional test was performed. Verification of failure mode reported in the current manufacturing process could not be performed because the product was not being manufactured. The device history review for the product weckvista access balloon port 12mmx70mm lot #73h2000187 investigation did not show issues related to the complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time because the sample is not available is not possible to determine the source of the defect reported. The customer complaint cannot be confirmed because the product sample is not available to perform a proper investigation and determine the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the trocar's balloon broke during use and part of the device fell inside the patient's abdomen. The physician had to stop the surgery in order to retrieve the detached part of the device that was in the abdomen. The trocar was changed in order to proceed with the surgery.